Manufacturer narrative:
The reported event of premature depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity analysis was performed and found the battery depletion was premature due to high current. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited premature battery depletion. Further information was requested however, was not provided.